Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] had a vena cava filter implanted as a treatment for her deep vein thrombosis (dvt) in 2013. In 2015, [pt] went to the emergency room for back and leg pain and learned that the cook filter had tilted, causing the dvt to return, a surgeon implanted a second filter above the cook filter and [pt] will need to remain on long term anticoagulation therapy." On 30may2016 additional information received: as part of her care and treatment for the dvt, [pt] had a procedure performed on (B)(6) 2013, were a cook filter was placed within her inferior vena cava. On (B)(6) 2015, [pt] noted some chronic low back pain that progressively increased causing the [pt] to have significant dyspnea with exertion and a near syncopal episode. On (B)(6) 2015, [pt] was taken to the emergency room at (B)(6) hospital complaining of chronic back and lower extremity pain. [Pt] underwent a CT angiogram, which revealed a significant amount of what appeared to be fresh thrombus in her pulmonary vasculature. Upon further viewing, the CT revealed a large clot burden within the bilateral and upper lobar arteries where the blood passes away from the heart to various parts of the body. [Pt] was immediately admitted to the ICU and placed on a heparin drip to decrease the clotting ability of the blood and prevent harmful clots from forming in the blood vessels. On (B)(6) 2015, a CT of the abdomen and pelvis revealed that [pt] cook filter had tilted causing acute dvt in the left lower extremity. On (B)(6) 2015, a vascular surgeon, placed an additional option suprarenal inferior vena cava filter above the cook filter. On (B)(6) 2015, [pt] underwent an insertion of right and left femoral vein catheter placements, as well as lysis of the existing clot. [Pt] was discharged from (B)(6) hospital on (B)(6) 2015. Patient outcome: as a result, [pt] will have to be on long-term anticoagulation medication. [Pt] sustained injuries or a personal, pecuniary, and permanent nature including, but not limited to, physical injuries, medical bills, pain and suffering, mental anguish, and such other harms.

Manufacturer narrative:
(B)(4). Age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date) unknown as lot# is unknown. Summary of investigational findings: no product is returned, and no imaging are provided. Patient medical history is unknown at this time. Based on the very limited information, it is not possible to comment neither on the alleged "filter tilted, causing the dvt to return." "Nor on the symptoms." "Chronic back and lower extremity pain." From which the patient allegedly suffered. Also, it is not possible to comment on reported thrombus/clot burden. As reported in the published scientific literature, filter tilt is a known risk in relation to filter implant, and may happen during placement or during implanting period. Lot#/rpn is unknown, but investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] had a vena cava filter implanted as a treatment for her deep vein thrombosis (dvt) in 2013. In 2015 [pt] went to the emergency room for back and leg pain and learned that the cook filter had tilted, causing the dvt to return, a surgeon implanted a second filter above the cook filter and [pt] will need to remain on long term anticoagulation therapy". On 30may2016 additional information received: as part of her care and treatment for the dvt, [pt] had a procedure performed on (B)(6) 2013, were a cook filter was placed within her inferior vena cava. On (B)(6) 2015, [pt] noted some chronic low back pain that progressively increased causing the [pt] to have significant dyspnea with exertion and a near syncopal episode. On (B)(6) 2015, [pt] was taken to the emergency room at (B)(6) complaining of chronic back and lower extremity pain. [Pt] underwent a CT angiogram, which revealed a significant amount of what appeared to be fresh thrombus in her pulmonary vasculature. Upon further viewing, the CT revealed a large clot burden within the bilateral and upper lobar arteries where the blood passes away from the heart to various parts of the body. [Pt] was immediately admitted to the ICU and placed on a heparin drip to decrease the clotting ability of the blood and prevent harmful clots from forming in the blood vessels. On (B)(6) 2015, a CT of the abdomen and pelvis revealed that [pt] cook filter had tilted causing acute dvt in the left lower extremity. On (B)(6) 2015, a vascular surgeon, placed an additional option suprarenal inferior vena cava filter above the cook filter. On (B)(6) 2015, [pt] underwent an insertion of right and left femoral vein catheter placements, as well as lysis of the existing clot. [Pt] was discharged from (B)(6) hospital on (B)(6) 2015. Patient outcome: as a result, [pt] will have to be on long-term anticoagulation medication. [Pt] sustained injuries or a personal, pecuniary, and permanent nature including, but not limited to, physical injuries, medical bills, pain and suffering, mental anguish, and such other harms.

Manufacturer narrative:
(B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, unable to retrieve, pain, dyspnea, pe, thrombus in filter, blood clots'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event and product problem changed to product malfunction. H1) required intervention changed to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 06/28/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to recurrent dvt, pe, hematuria. Plaintiff is alleging tilt, device unable to be retrieved, pe, blood clots in main artery in the abdomen; and that a second filter, manufacturer unknown, was placed on (B)(6) 2015 due to thrombus above the filter.